Event description:
In 2008, the patient reported she has had 3 of her insulin infusion sets from the same box crack at the luer connection. She stated she became aware of the issue on a random inspection of the infusion set. She said she corrected the issue each time by changing the tubing. Three days later, the patient reported that with the second infusion set she had an elevated blood glucose reading of 600 mg/dl. Symptoms were nausea, thirst, and low energy and she treated the reading by injecting insulin which brought her reading down to 312 mg/dl. She stated her blood glucose increased again and after 24 hours she noticed the leak in the luer lock. She changed the tubing and over the next 30 hours, her blood glucose returned to her normal levels. She said the first time the issue occurred she only knew she had elevated readings, but did not realize the cause and the third time it happened she quickly found the leak and immediately changed the tubing, so her glucose level did not increase. She stated her blood glucose is currently within her normal range. She has one infusion set to return. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.